Manufacturer narrative:
On 11/22/2019, during evaluation of the device, it was noticed a tear between shell and patch in anterior view. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of tissue expander include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and breast pain (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary with a mentor cpx4 with suture tabs, med height, smooth 550cc and experienced right tissue expander rupture, breast pain and discomfort. There was no fluid left. Patient noticed her right breast implant was deflated. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 650cc on (B)(6) 2019.